Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing an intermittent stinging and painful sensation at his ipg site. An sjm representative contacted the patient and the patient agreed to monitor the issue for the time being. Follow-up identified the patient reported the issue has not re-occurred.